Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. 627769-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed on the day of insertion". The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, myalgia, tooth fracture and anaemia. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and groin pain ("groin pain bilaterally"). In october 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue/ lack of energy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("alopecia"), migraine ("migraine"), headache ("headache"), weight increased ("weight gain"), loss of libido ("lack of sex drive") and tooth disorder ("dental problem"). On an unknown date, the patient experienced ventricular extrasystoles ("blood or heart disorder/condition type: multiple tachycardia pvc's") and asthenia ("lack of energy"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (da vinci laparoscopic bilateral salpingectomy with cornual resections bilaterally). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, groin pain, fatigue, alopecia and asthenia had resolved, the ventricular extrasystoles, dyspareunia, dysmenorrhoea, allergy to metals, depression, anxiety, abdominal distension, migraine, headache and tooth disorder outcome was unknown and the weight increased and loss of libido was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, loss of libido, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, ventricular extrasystoles and weight increased to be related to essure. The reporter commented: insertion date discrepancy= ??-jun-2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in january 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described: multiparous, myalgia, fracture teeth, anaemia and confirmed: bloating, fatigue, alopecia, depression, irregular periods, menorrhagia . Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. 627769-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed on the day of insertion". The patient's medical history included multiparous and shoulder operation. Concurrent conditions included body mass index normal, myalgia, tooth fracture, anaemia and tooth disorder. Concomitant products included ibuprofen, paracetamol and zolpidem tartrate (ambien). In (B)(6), the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6)2009, the patient had essure inserted. In january 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and groin pain ("groin pain bilaterally"). In (B)(6)2010, the patient experienced alopecia ("alopecia"). In (B)(6)2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache") and myalgia ("myalgias"). In(B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2011, the patient experienced ventricular extrasystoles ("blood or heart disorder/condition type: multiple tachycardia pvc's"), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), loss of libido ("lack of sex drive") and tooth disorder ("dental problem"). In (B)(6)2014, the patient experienced fatigue ("fatigue/ lack of energy") and nausea ("nausea"). On an unknown date, the patient experienced asthenia ("lack of energy"). The patient was treated with nsaid's, paracetamol (acetaminophen) and surgery (da vinci laparoscopic bilateral salpingectomy with cornual resections bilaterally,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, groin pain, fatigue, alopecia, asthenia, nausea and myalgia had resolved, the ventricular extrasystoles, dyspareunia, dysmenorrhoea, allergy to metals, depression, anxiety, abdominal distension, migraine, headache, tooth disorder and urinary tract infection outcome was unknown and the weight increased and loss of libido was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, loss of libido, menorrhagia, migraine, myalgia, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, ventricular extrasystoles and weight increased to be related to essure. The reporter commented: insertion date discrepancy= ??(B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described: multiparous, myalgia, fracture teeth, anaemia and confirmed: bloating, fatigue, alopecia, depression, irregular periods, menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Concomitant condition and medication added. Event infection (bladder/urinary tract/vaginal) type: urinary tract, myalgias were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure (batch no. 627769-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed on the day of insertion". The patient's past medical history included multiparous and shoulder operation. Concurrent conditions included body mass index normal, myalgia, tooth fracture and anaemia. Concomitant products included ibuprofen and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and groin pain ("groin pain bilaterally"). In (B)(6) 2010, the patient experienced alopecia ("alopecia"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraine") and headache ("headache"). In (B)(6) 2011, the patient experienced ventricular extrasystoles ("blood or heart disorder/condition type: multiple tachycardia pvc's"), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), loss of libido ("lack of sex drive") and tooth disorder ("dental problem"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/ lack of energy") and nausea ("nausea"). On an unknown date, the patient experienced asthenia ("lack of energy"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (da vinci laparoscopic bilateral salpingectomy with cornual resections bilaterally). Essure was removed on 12-aug-2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, groin pain, fatigue, alopecia, asthenia and nausea had resolved, the ventricular extrasystoles, dyspareunia, dysmenorrhoea, allergy to metals, depression, anxiety, abdominal distension, migraine, headache and tooth disorder outcome was unknown and the weight increased and loss of libido was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, loss of libido, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, ventricular extrasystoles and weight increased to be related to essure. The reporter commented: insertion date discrepancy= ??-jun-2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on 16-jan-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described: multiparous, myalgia, fracture teeth, anaemia and confirmed: bloating, fatigue, alopecia, depression, irregular periods, menorrhagia. . Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received- new event nausea were added. Concomitant medication and historical condition were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed on the day of insertion". The patient's past medical history included multiparous. Concurrent conditions included body mass index normal, myalgia, tooth fracture and anaemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and groin pain ("groin pain bilaterally"). In october 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue/ lack of energy"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("alopecia"), migraine ("migraine"), headache ("headache"), weight increased ("weight gain"), loss of libido ("lack of sex drive") and tooth disorder ("dental problem"). On an unknown date, the patient experienced ventricular extrasystoles ("blood or heart disorder/condition type: multiple tachycardia pvc's") and asthenia ("lack of energy"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (da vinci laparoscopic bilateral salpingectomy with cornual resections bilaterally). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, groin pain, fatigue, alopecia and asthenia had resolved, the ventricular extrasystoles, dyspareunia, dysmenorrhoea, allergy to metals, depression, anxiety, abdominal distension, migraine, headache and tooth disorder outcome was unknown and the weight increased and loss of libido was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, loss of libido, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, ventricular extrasystoles and weight increased to be related to essure. The reporter commented: insertion date discrepancy= ??-(B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in january 2010: total bilateral occlusion concerning the injuries reported in this case, the following ones were described: multiparous, myalgia, fracture teeth, anaemia and confirmed: bloating, fatigue, alopecia, depression, irregular periods, menorrhagia . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events: vaginal haemorrhage, menorrhagia, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mentalanguish, blood or heart disorder/condition type: multiple tachycardia pvc's, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive system condition type: bloating, alopecia, migraines, headaches, allergy to metal, weight increased, loss of libido, tooth disorder, groin pain, hydrothermal ablation was performed on the day of insertion were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. 627769-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed on the day of insertion". The patient's medical history included multiparous and shoulder operation. Concurrent conditions included body mass index normal, myalgia, tooth fracture, anaemia, tooth disorder, neck pain, breast cyst and cellulitis. Concomitant products included ethinylestradiol;norgestrel (ethinylestradiol/norgestrel), ibuprofen, paracetamol and zolpidem tartrate (ambien). In 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced groin pain ("groin pain bilaterally"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("alopecia") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache") and myalgia ("myalgias"). In (B)(6) 2011, the patient experienced ventricular extrasystoles ("blood or heart disorder/condition type: multiple tachycardia pvc's"), dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), loss of libido ("lack of sex drive") and tooth disorder ("dental problem"). In (B)(6) 2014, the patient experienced fatigue ("fatigue/ lack of energy") and nausea ("nausea"). On an unknown date, the patient experienced asthenia ("lack of energy"). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (da vinci laparoscopic bilateral salpingectomy with cornual resections bilaterally,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, groin pain, fatigue, alopecia, asthenia, nausea and myalgia had resolved, the ventricular extrasystoles, dyspareunia, dysmenorrhoea, allergy to metals, depression, anxiety, abdominal distension, migraine, headache, tooth disorder and urinary tract infection outcome was unknown and the weight increased and loss of libido was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, loss of libido, menorrhagia, migraine, myalgia, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, ventricular extrasystoles and weight increased to be related to essure. The reporter commented: insertion date discrepancy= (B)(6) 2009. Patient received treatment for other injuries/ symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described: multiparous, myalgia, fracture teeth, anaemia and confirmed: bloating, fatigue, alopecia, depression, irregular periods, menorrhagia . Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Imrdf/FDA codes updated. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 36-year-old female patient who had essure (batch no. 627769-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation was performed on the day of insertion". The patient's medical history included multiparous and shoulder operation. Concurrent conditions included body mass index normal, myalgia, tooth fracture, anaemia, tooth disorder, neck pain, breast cyst and cellulitis. Concomitant products included ethinylestradiol;norgestrel (ethinylestradiol/norgestrel), ibuprofen, paracetamol and zolpidem tartrate (ambien). In 2009, the patient experienced urinary tract infection ("infection urinary tract"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced groin pain ("groin pain bilaterally"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal distension ("bloating") and alopecia ("alopecia") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headache"), migraine ("migraine") and myalgia ("myalgias"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), allergy to metals ("nickel allergy"), tachycardia ("multiple tachycardia"), ventricular extrasystoles ("pvc's"), depression ("depression"), anxiety ("mental anguish"), loss of libido ("lack of sex drive") and tooth disorder ("dental problem"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced asthenia ("lack of energy"). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (da vinci laparoscopic bilateral salpingectomy with cornual resections bilaterally). Essure was removed on 12-aug-2016. At the time of the report, the pelvic pain, groin pain, menorrhagia, vaginal haemorrhage, fatigue, asthenia, alopecia, nausea and myalgia had resolved, the dyspareunia, dysmenorrhoea, allergy to metals, abdominal distension, tachycardia, ventricular extrasystoles, headache, migraine, depression, anxiety, tooth disorder and urinary tract infection outcome was unknown and the weight increased and loss of libido was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, groin pain, headache, loss of libido, menorrhagia, migraine, myalgia, nausea, pelvic pain, tachycardia, tooth disorder, urinary tract infection, vaginal haemorrhage, ventricular extrasystoles and weight increased to be related to essure. The reporter commented: insertion date discrepancy= (B)(6) 2009.patient received treatment for other injuries/ symptoms. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 24 kg/sqm.hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described: multiparous, myalgia, fracture teeth, anaemia and confirmed: bloating, fatigue, alopecia, depression, irregular periods, menorrhagia .lot number reported (627769) is invalid. Quality-safety evaluation of ptc:no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes:on 15-apr-2021: quality safety evaluation of ptc.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the essure device by partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.